Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, a drawer failure occurred. The customer reported that the failed drawer could not be recovered, and reboot attempts did not resolve the issue. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer found that doors 7 and 8 had failed, with the latches triple clicking during the recovery process. Inspection of the mini switches revealed loose and dirty connections. All connections were cleaned and tightened, and conductive grease was applied to each mini switch. The system was then tested using the hardware test application and the dispensing application and functioned as expected. The system functioned as intended after the field service engineer repaired the device.